Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No blurry display noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call, the insulin pump wasn't working. The device alarmed battery out limit and he was unable to clear it. The device alarmed button error. Customer's blood glucose was 6.9 mmol/l. Customer's father didn't recall any significant event which may have cause the device to alarm. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.